Event description:
Pt reports having increased shortness of breath and more difficulty moving around lately. Pt stated they have an md appointment scheduled on (B)(6) 2022 and will address the issues then. Pt also reports having headaches for 3-4 days after each treprostinil dose increase which go away on their own and are tolerable. Pt reports their pump was beeping with display "no disposable, pump won't run". Pt reports they resolved the pump alarm by taking the cassette (lot number unknown) off and pushing the bladder down further. Confirmed that this was a cassette (not pump) issue and pt has a back up pump that is functional. No interruption to therapy or adverse events due to cassette issue were reported. No add'l info, details, or dates available. Pump return tracking info is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.